Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed the right the right atrial (ra) lead exhibited automatic mode switch (ams) episodes due to intermittent far r wave over-sensing and noise. Programming changes were discussed but not made. The patient had no adverse consequences.